Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a clearlink non-dehp catheter extension set fell apart. This occurred during infusion of lactated ringer's solution via a continu-flo primary solution set. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.